Manufacturer narrative:
(B)(4). The pump been returned to animas. Evaluation revealed contamination under the keypad button contacts. All keypad buttons were intermittently activating pump functions when pressed.

Event description:
The distributor reported that the up, down, ok, and contrast buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.